Event description:
It was reported that a change in drug concentration was made, no bridge bolus was performed and the pump was not updated with the changes. The concentration of fentanyl was increased in the pump from 400mcg/ml to 480mcg/ml, however, no information was programmed in the pump programmer. In addition, the patient did not receive a bridge bolus. The error was not noticed until 2 refills later, and was then reported and remedied. Because of the late error finding, the pump concentration was corrected, but no bolus was given, as patient had been receiving the increased dosage with no variation of therapeutic effect. Reporter stated that there was no patient injury, and the patient did not display any signs or symptoms of the event. The medications in the pump were fentanyl and bupivicaine.

Manufacturer narrative:
Product ID: 8840, product type: programmer. Physician product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).